Manufacturer narrative:
Telephone number: (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported that an intraocular lens (iol) is defective, no more details. Unknown if patient contact. No patient injury has been reported so far. No further information has been provided

Manufacturer narrative:
Corrected data, in review, it was noted that section 'd1, d2 & e3' of the initial MDR were inadvertently populated with incorrect information. The information had been corrected in this supplemental MDR and the following fields were updated accordingly: section d1: tecnis iol section d2: intraocular lens section e3: non-healthcare professional additional information: section d9. Device available for evaluation? Yes returned to manufacturer: yes date returned to manufacturer: august 27, 2021 device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptic. The lens was cleaned, and no cosmetic issues were identified. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing records review the manufacturing records for the intraocular lens were reviewed and no non-conformance report was found as part of this manufacturing records review. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.